Event description:
--

Event description:
Boston scientific crm received information that this left ventricular lead would not capture in all configurations. Decreased r-waves and impedance were also noted. An x-ray confirmed change in lead position. The device was programmed to rv pace only. No adverse patient effects reported, however the patient did have symptoms of fatigue. One month later, we received new information that this lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation of this lead confirmed both fixation tines remain in tact at the distal tip of the lead. Set screw marks were noted on the terminal pin and ring assembly. The lead passed resistance, hipot and pressure testing verifying the lead's electrical performance and both inner and outer insulation integrity. The stylet insertion test was not completed successfully due to dried blood in the tip region of the lumen. Laboratory testing was unable to confirm the clinical observations.

Manufacturer narrative:
Should this lead get returned, it would be analyzed.